Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left ventricular (lv) lead. The patient was on hospice with imminent death. Follow up confirmed the patient died in a manner unrelated to the device or lead. The lead remains in the patient.